Manufacturer narrative:
The insulin pump was received with blank display due to shorted and burnt electronic assembly. The insulin pump was received with scratched on display window and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer also reported that there was piece broken off of the battery compartment and crack on the reservoir compartment. The customer's blood glucose was 175 mg/dl at the time of incident. The customer stated that the insulin pump was dropped. The customer stated that the battery compartment and spring were not damaged or corroded. The customer stated that the battery cap was not damaged or corroded. The customer stated that the display did not return after cleaning the battery cap and inserting a new battery. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.